Event description:
It was reported that this patient with a newly implanted right atrial (ra) lead was seen for a wound check. The patient was requested to perform a patient initiated interrogation (pii). The threshold measurement is not accurate and has increased since implant. It was recommended the physician schedule a chest x-ray to confirm position/slack on the atrial lead. There is no information suggesting any loss of capture (loc) as a result. At this time, the ra lead remains in-service. No adverse patient effects were reported. Additional information was received the right atrial (ra) lead had dislodged and a lead reposition was performed. There were no complications reported from the revision procedure.